Event description:
The facility's nurse reported an infusion pump that was involved in an incident of an IV infiltration. The pump was reported to be infusing unknown IV fluids to an infant pt when the event occurred. The nurse stated that no pt injury resulted and "the nurses were able to catch the infiltration immediately". Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention rates and name of the IV fluids, or set up of the infusion device.